Event description:
A motor stall was confirmed after the patient had an MRI; the stall was noted in the event logs with no motor stall recovery recorded. The motor stall had not yet recovered 20 minutes post MRI. The patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).